Manufacturer narrative:
Multiple attempts for product return have been made.the product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow-up report will be submitted.

Event description:
It was reported that the measurements from the sensor were inaccurate. There is no report of any patient impact or consequence as a result of the issue. No other details provided.